Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Cath lab tech reported the system's encoder knob ring flashes red and the system fails to run on battery power, although the indication on the screen shows the battery about 50% charged.

Event description:
Cath lab tech reported the system's encoder knob ring flashes red and the system fails to run on battery power, although the indication on the screen shows the battery about 50% charged.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. 03/01/019 the following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the tower will not charge pass 50% and when unplugged from ac the tower shuts down and was confirmed. The root cause is both internal batteries failed. No other functionality issues with the equipment were found during evaluation/servicing. The device was discarded at the service facility.